Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead location needed to be revised, but it was unknown why the revision was needed. At the time of the revision, the device could not be interrogated because it was (B)(6).